Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit for the helium leak and found that the unit was leaking at 2 psi/min. To fix the issue, the fse retyped all joints in the helium system and the leak disappeared during troubleshooting, and then accidentally damaged the blood detect tubing during the troubleshooting. Replaced the tubing assy and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is ochsner medical center - kenner

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event report ed.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h3, h4, h6, h10. A getinge field service engineer evaluated the unit and was able to reproduce the reported malfunction. The fse re-taped all of joints (helium yoke fittings) in the helium system. The leak disappeared during troubleshooting. The fse damaged the blood detect tubing during troubleshooting. The fse replaced the blood detect tubing. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Updated fields: b4, d1 (brand name, product code, product code description), d4 (version or model #, catalog #), d8, e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: d5, g2. This iabp was upgraded to a cs300 intra-aortic balloon pump, english, 110v catalog#0998-00-3023-53 UDI#(B)(4), which was reported by the customer.

Event description:
N/a.